Event description:
The manufacturer received information alleging cough,upper respiratory problems, nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough,upper respiratory problems, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The external and internal aspect of the device was inspected and dust/dirt contamination inconsistent with degraded sound abatement foam was observed by the manufacturer throughout the device enclosure and airpath, suggesting a source external to the device. The manufacturer also observed black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one instance of continue error of e-193. This error will be considered as irrelevant for the purposes of this investigation. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination and black contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 was updated in this report.